Manufacturer narrative:
This report is submitted on january 7, 2022.

Event description:
Per the clinic, the magnet was removed and an osia system was implanted on (B)(6) 2021 (reason for the conversion is unknown). Further information is being sought from the clinic.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021, in order to convert the patient to a transcutaneous osia implant system. This report is submitted on february 02, 2022.